Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy, a black piece came of on articulating joint. A piece fell into the patient but it was retrieved using a grasper. The procedure was completed with a same/like device. There was no report of adverse consequence to the patient.

Manufacturer narrative:
(B)(4).batch # p5572p. The analysis found that the ec45a device was received with the joint cover damaged and with an ecr45b cartridge reload loaded on the device. The device was received fully fired. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.